Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were not confirmed through review of the event history log. There were "downstream occlusion!" Alarms in the history log, but they were infrequent and did not appear constant. It could not be determined if these were true or false alarms. During the evaluation, the downstream sensor current reading was found out of specification with a fluid filled set loaded. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.